Event description:
Complaint received that alleges "toe filler came apart, pt has been to wound care. Device caused a blister at the end of the stump amputation". Questionnaire not received from customer or clinician. Device was received by manufacturer at this time.